Event description:
Reporter was diagnosed with peripheral vascular disease. He had a procedure done to open blocked arteries at (B)(6) hosp in (B)(6). During the procedure an epic self-expending stent by boston scientific was used in his iliac artery. About a month post surgery he started experiencing the same symptoms before surgery. He was seen by another doctor in his hometown (B)(6), and had an x-ray which revealed that the stent has completely fractured, crushed. He has continuous pain and discomfort, cannot walk or sleep. He is facing a bypass surgery, has done three surgeries since (B)(6) 2012, need help with the removal of the fractured stent. He believed the stent is placed in a wrong location.